Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Previously the patient had a filter and it was removed six months ago as it became tilted and was eroding the vascular wall. Approximately eight months later, computed tomography (CT) revealed a small filling defect compatible with non occlusive embolus was seen again within the lateral basal segment of right lower lobe compared to previous pulmonary embolism chest study. Subsequent scans confirm the presence of pulmonary embolism. Approximately five years later, computed tomography (CT) revealed that there was an inferior vena cava filter caudal to the renal veins. The longitudinal orientation was parallel with the inferior vena cava. Several of the prongs of the filter perforated up to 4mm beyond the inferior vena cava wall, with extension into retroperitoneum, right psoas, and right paravertebral regions. Therefore, the investigation is confirmed for alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.